Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.00/1.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Cause of the event is reported as user error. "Used wrong refraction for the calculation." .reportedly, exchange is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.